Manufacturer narrative:
Product event summary: analysis confirmed the reported event; output connector assembly and hanger bracket were broken. Analysis also found the lower case was broken, display wire insulation was pinched (wire insulation not compromised), and two case screws were contaminated.

Event description:
It was reported the atrial connector and hanger clip were broken. The epg (external pulse generator) was returned for repair. No patient complications have been reported as a result of this event.